Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. No adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.